Event description:
It was reported that the rv lead was explanted due to t-wave oversensing and noise. No patient complications were reported as a result of this event. Additional information received from the patient's attorney reported the patient sustained injury from the delivery of inappropriate shocks.